Event description:
Info received indicates the brake and brake/steer casters continue to swivel when in the brake position.

Manufacturer narrative:
The tech found the casters were worn. He replaced the brake and brake/steer casters to repair the bed.